Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that all of the impedances were normal except contact 4 which measured greater than 40,000 ohms. The patient wasn't programmed on contact 4. The patient's stimulation started and stopped when they pushed on the ins in the pocket; they clarified that the ins didn't turn on and off but just the stimulation sensation. Impedances were checked and contact 4 measured greater than 40,000 ohms. The patient was programmed on contact 5 and 6 and felt some stimulation. The patient couldn't feel stimulation on 0 and 3 or 0 and 1 and received an alert when they tried to do so. The representative tried reprogramming and flipping the anode and cathode and the patient could maybe start to feel a sensation when over 20 ma. The stimulation was felt at the top of the pocket in the lower back on the right side. The representative tried upping the pw to 1000 and that didn't resolve the issue. No further complications reported. Additional information was reported that the patient did not see a code. The cause of the high impedance and stimulation issues was not determined. The rep reported that they tried several bipole combinations. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was having issues with her therapy after implant. Patient stated that she went back to her healthcare provider (hcp) who discovered moisture had gotten into the pocket and replaced pocket adapter. Patient stated that even after revision her therapy was still not working. Patient stated she could not make adjustments and could only go down but could not go higher. Patient stated stim did not work on the right side of her body unless she pushed on the ins. Patient stated that therapy on the left side felt like it was sputtering, not continuous and did not feel right. A revision was reported; patient stated it occurred on (B)(6) 2018. Patient reported that during time of revision of pocket adaptor, a manufacturer's representative (rep) was present and told her that the leads were not compatible. Patient stated another rep stated "they didn't know what else to do". Patient stated that the hcp thinks there is a flaw with the pocket adaptor product. Hcp wanted to do another revision; however patient does not want to.

Event description:
It was reported patient thinks "there is a problem". Patient confirmed that ins therapy is not controlling her target pain as much, noting that the stimulation feels "weaker" than it used to. Patient confirmed that she uses the ins at night and she can "barely feel it on" when patient wakes up in the morning. Patient confirmed this was a gradual change there were no falls/ trauma and no programming adjustments had been made. Patient was redirected to health care professional (hcp) to have rep paged regarding reprogramming request. Additional information was received from the consumer on 2019-apr-17 reporting that the cause not completely known. There was moisture in the battery pocket and the patient had a second surgery on (B)(6) 2018 to determine that the old leads were never changed out during the first surgery on (B)(6) 2018.the stimulator was not controlling pain on the right side and it was still weak. The issue was not yet resolved. During a follow-up visit in (B)(6) 2018, a manufacturer representative created group c which had a high frequency on the left side to spread to the right. This was tested in the recovery room while the patient was lying down. There were 3 groups: a for both left and right, b for left, and c for right. All worked but they were not able to turn anything down because then they would not be able to turn it back up. When the patient got home and turned it on, they were not able to control their left leg while walking. The consumer turned it down to a comfortable level but then was not able to feel anything on the right side. Going forward, the right side became weak again over time and then stopped working, would start back up, and then stop again. This also occurred on the left side. As of 2019-feb-06 a did not work, b did not work, and c sometimes worked but it would turn it off and on without using the controller and just by jiggling with their hand. It was very frustrating for the patient and they were not interested in having another surgery. On (B)(6) 2019 the patient had a meeting with a manufacturer representative and health care provider (hcp). It was noted that their leads were not adaptable and did not work. It was reported that the battery should not have been put in if it was not compatible. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep wanted to determine what accessories she might need for the procedure scheduled on (B)(6) 2018. The rep noted that they plan to replace the pocket adaptor to see if that resolves the impedance issue. The rep mentioned that the patient felt stimulation off/on when she ¿jiggles¿ the battery in the pocket. The rep mentioned they met with the patient on (B)(6) 2018. The patient was getting oor. The patient was having a revision surgery to determine where the issue of high impedances is coming from. No falls, trauma, or activity were said to be related to the issue. No further complications were reported.

Manufacturer narrative:
Correction: original aware date was on 2018-jul-12, not 2018-jul-18. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the after removing the pocket adaptor impedance were resolved. Hcp replaced the pocket with new pocket adaptor and the issue resolved. Information confirmed by physician/ account. No patient symptoms or complications were reported in this event.